Event description:
Situation: patient with pulmonary hypertension, bpd, tracheobronchomalacia, desat to 60's. On 100% fio2 via vn500 (ventilator), 20ppm ino (inhaled nitric oxide). Per np at bedside, patient requires bagging with large vt/high pips (peak inspiratory pressure) to recover. Rt took pt off vn500 and began to bag with mercury hyper-inflation flow-inflating bag, 0.5l. Flow off ino sufficient at 10lpm, 20ppm, but peep (positive end-expiratory pressure) kept falling to zero when pips of 30 were delivered. Toggle for open/close knob repeatedly adjusted but would not adequately hold peep after breath was delivered. Background: several months ago the hospital made the change from the usual mercury mapleson tail-end adjusting flow inflating bags to the current mercury hyperinflation flow-inflating bags assessment: the new bag is difficult to use and poor in an emergent scenario where peep and pip need to be quickly and repeatedly adjusted for patients that are decompensating. In order to keep a consistent peep, rt needed to partially/occasionally occlude open/close knob with one hand while slightly squeezing green bag with other hand, in order to get a pip of 30 but not loose peep of 11 for patient. Recommendation: recommend alternative bags. Too finicky for long-term use especially given critical patient population this report is being submitted with the acknowledgement from the care team that there was no defect or issue with the product. The person involved in this event lacked training, and that issue was addressed, but the product itself was not faulty. There was no detectable harm in this event.